Event description:
Healthcare professional reports a transfer set with a broken twist clamp and cracks in the main body. The transfer set was in use for 2 weeks. Noted during use. No pt injury or medical intervention reported.